Event description:
Pt was scheduled for a exploratory lap. During the procedure, the pt became hypothermic having significant hypotension and coagulopathy, received fluids, blood products etc., and went to ICU for further monitoring. Apparently the circulating rn made an error setting to fahrenheit not celsius. (It would be ideal to have the ability to lock these machines to set at a certain unit of measurement of thermoregulation). Underbody thermoregulation device set at 42 degrees fahrenheit instead of 42 degrees celsius. Pt's core body temperature low during surgery. Pt became hypotensive and coagulopathic, requiring vasopressors and blood products.